Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure the patient experienced angina. The 70% stenosed target lesion was in the left anterior descending (lad) artery with a 3mm reference vessel diameter and an 18mm lesion length. A 3.00x20mm liberte stent was implanted. Residual stenosis was 0%. The procedure was a technical success. The patient underwent reptca in the target lesion five days post index procedure due to anginal status. No further data regarding the reptca was provided. The patient was discharged eleven days post index procedure with type iiic unstable anginal complaints. Discharge medications were asa 100 mg/day for 12 months and clopidogrel 75 mg/day for 12 months.